Event description:
The clinician reports the implant was inserted (B)(6) 2018 in ada 11. Details of surgery: sinus perforation. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain, mobility, swelling, abscess and fistula. No further patient complications were reported.